Event description:
It was reported that the chronic right atrial (ra) lead had high threshold. Retracting the helix on the ra lead was attempted, but with no success despite the lead dislodging within the atrium. Manual traction was applied and it was removed. Multiple attempts were made to place a new ra lead however, there was great difficulty getting mechanical attachment and acceptable electrical values. It was noted there may have been a helix malfunction. After approximately an hour, the decision was made to remove the ra lead. A different ra lead was implanted. It was also reported that the chronic left ventricular (lv) lead showed no capture. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296-88 lead, (B)(6) 2012; 5076-52 lead, (B)(6) 2012; 6947m62 lead, (B)(6) 2012. (B)(4).